Manufacturer narrative:
Additional information was received and the complaint coding was changed to frayed sealant sleeve which is not a malfunction that could lead to a death or a serious injury and therefore, the case is considered a non MDR case. No other information will be forthcoming.

Manufacturer narrative:
Additional information was received and the device manufacturing and expiration date was received below: manufacturing date : 6/16/2020. Expiration date: 6/30/2022.

Manufacturer narrative:
This report was generated in error, however, due to the systems limitations a report needed to be submitted.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, ¿the distal tip of the introducer sheath¿ of a 5f mynx control vascular closure device was frayed and could not be advanced into the unknown sheath. The balloon and distal wire were intact, but the larger introducer sheath was damaged before any attempts were made to deploy the device. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. It was not used in the patient. The device will be returned for evaluation.